Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created by the finding of maude report number (B)(4). The account and contact information for this report are not known. The current complaint database has been researched for this event and there were no findings. The ias8-120lp, 8 mm access port & low-profile obturator was being used on (B)(6)2024 and ¿part of the airseal access port broke off inside of patient's abdomen during robotic, laparoscopic procedure. The piece was retrieved; no harm noted to patient.". There was no report of impact or injury to the patient or user. This was reported as a device malfunction not an adverse event. The reporter remained anonymous. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
This complaint was created by the finding of maude report number (B)(4). The account and contact information for this report are not known. The current complaint database has been researched for this event and there were no findings. The ias8-120lp, 8 mm access port and low-profile obturator was being used on (B)(6) 2024 and ¿part of the airseal access port broke off inside of patient's abdomen during robotic, laparoscopic procedure. The piece was retrieved; no harm noted to patient". There was no report of impact or injury to the patient or user. This was reported as a device malfunction not an adverse event. The reporter remained anonymous. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. We will continue to monitor for trends through the complaint system to assure patient safety.